Event description:
Customer reports free flow event where 1l ns infused in approx. 1.5 hours. Ns 75ml/hr vtbi 950ml was programmed to infuse on (B)(6) 2021 at 00:05, but the ns IV bag was found empty at 01:30 when the clinician re-entered the room to find the pump beeping. Heparin 1000u/ml was infusing on the same pcu and had been started at 23:58. Set up at time of event was preserved. Labs were drawn and patient was monitored. No apparent patient harm.

Manufacturer narrative:
Omit:a140502 - free or unrestricted flow (2945),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports free flow event where 1l ns infused in approx. 1.5 hours. Ns 75ml/hr vtbi 950ml was programmed to infuse (B)(6) 2021 at 00:05, but the ns IV bag was found empty at 01:30 when the clinician re-entered the room to find the pump beeping. Heparin 1000u/ml was infusing on the same pcu and had been started at 23:58. Set up at time of event was preserved. Labs were drawn and patient was monitored. No apparent patient harm.